Event description:
During an endoscopy procedure, a cook acusnare polypectomy snare soft was used. While attempting to perform a polypectomy, the device would not cauterize (did not allow transfer of electrical power). The nurse manager confirmed the cauterization unit was on and connections were good. The procedure was completed with another manufacturer's snare. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Before using the acusnare, the instructions for use instruct the user to securely connect the active cord to the device handle and electrosurgical unit. The instructions advise the user that the active cord fittings should fit snugly into both the device handle and the electrosurgical unit. An insecure connection could contribute to difficulty with current application. Prior to distribution, all acusnares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.